Event description:
Baxter canada reported a possible overinfusion of propofol on a colleague 3cxe volumetric infusion pump. The incident occurred during patient use. There was no patient injury or medical intervention necessary as reported to baxter canada by the hospital representative. No further information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 30, 2007. The pump was not returned to baxter for evaluation as the facility evaluated the event history for the pump and could not correlate the reported events with the events in the file. The pump was tested by the facility¿s biomedical department, passed all functional test and was found to be within specification.